Manufacturer narrative:
Additional manufacturer narrative: without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating the reason for re-operation was due to degeneration, mild aortic stenosis, and moderate to severe aortic regurgitation. A 23mm transcatheter valve was implanted successfully. Tee revealed trace pvl and the mean gradient was decreased from 24 mmhg to 10 mmhg.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of ten (10) years, six (6) months. The reason for re-operation is unknown. No additional details provided.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.